Event description:
Related manufacturer report number: 3006705815-2023-05153. It was reported that the patient was experiencing ineffective therapy and high impedances were observed on the lead. Reprogramming was unable to resolve the issue. It was also noted that the ipg was shutting off by itself. As a result, the patient underwent surgical intervention during which the lead and ipg were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and some internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Correction: section d4 and h4 corrected.